Event description:
In 2016, I had a total knee replacement that never stopped hurting buckling or swelling. The doctor kept saying it would get better. I got several second opinions it they all just wanted to replace my right knee first. I needed the pain and swelling reduced from the left leg in order to support the right leg surgery. One doctor said there was a mechanical implant failure but only offered therapy again. I finally found a doctor who would go in. In (B)(6) 2023, I had a revision. Dr. (B)(6) cleaned out the scarred tissue and noticed the polyethylene was broken and needed to be replaced. So that was done. The pain still did not stop, and my knee started to really buckle almost taking me to the ground. In (B)(6) 2025, in the bathroom, I fell after getting up unsteady on my feet. The next day I felt my kneecap turn to the left and it made a weird noise to the touch. It was painful to walk. When I saw the doctor, he sent me for a CT scan. The scan showed that the patellar component was loose. So, I had to have another revision in (B)(6) 2025. The surgery showed the button was broken, the component was rocking and one of the pegs was unscrewed. So now after the surgery I have swelling and rubbing because the button was broken the doctor couldn't replace it. My knee is weaker. But that's what I can expect I'm good for the rest of my life. I had an aseptic implant failure nothing else. And I am paying dearly for it. Continued CT scan results -chronic but slowly progressive. Beginning after (B)(6) 2016 after (B)(6) 2016. Intact extensor mechanism and patellar reticulum.

Event description:
Additional information received from reporter on 7/8/2025 for report mw5170929 to add additional information and an additional device. Ref report: mw5172439.